Event description:
On (B)(6) 2010, pt reported she received an e10 (cartridge error) alert while changing out her insulin cartridge. Pt stated she attempted to repeat the change cartridge process and accidentally spilled the entire cartridge of insulin inside the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.